Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the push pull rod broken making the instrument non-functional. A possible cause of this condition may be that an incorrect bending or torsion was applied to the device during the deployment or cinching causing the breaking of the push pull rod. In addition, the suture was noted to be broken. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.